Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session ended early. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be an early sensor expiration.